Event description:
It was reported that the patient presented with pre-syncopal episodes. Pulse generator checks in clinic were normal, however holter monitoring revealed pauses in pacing. The diagnostics did not show any pacing below the base rate and no sensing was on the histogram. The pulse generator was replaced.

Manufacturer narrative:
Na